Manufacturer narrative:
Product event summary: the device was returned and analysis of the returned device was inconclusive. This device was included in a field action, but product analysis found that the device did not perform as described in the field action.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was unable to be interrogated. The ICD was explanted and a new ICD was implanted. It was further reported that during the ICD change out, the right ventricular (rv) and the left ventricular (lv) lead both had high thresholds. The leads remain in use. No patient complications have been reported as a result of this event.